Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high thresholds. Programming changes were made and the lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.